Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (50 mg/ml at 29.794 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported at a pump refill the hcp could aspirate, but was unable to fill. The hcp expected there to 7.3 ml in the reservoir but she was able to withdraw 10ml. The hcp aspirated the reservoir until she got no more bubbles and was confident that all the contents in the reservoir had been removed. When the hcp went to fill the pump she encountered significant resistance when she got to the 10 ml mark. The hcp let go of the syringe and fluid came out until the syringe reached the 14ml mark due to pressure. It was recommended that the hcp remove the entire drug from the reservoir, attempt a locked valve procedure and fill the reservoir again. The hcp was going to perform the recommended troubleshooting steps. Follow-up was being conducted to obtain troubleshooting performed, actions/interventions taken, and cause of the inability to fill. If additional information is received, a follow-up report will be sent.